Manufacturer narrative:
The referenced monitor was not returned to the service center for evaluation; therefore, the exact cause of the reported event cannot be determined at this time. However, the investigation is on going. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus sales representative reported that the customer's two high definition liquid crystal display monitors were having start-up problems. The two monitors that had not been used for some time had over a minute delay when turned on before producing the olympus screen on the monitor. No patient injury or harm was reported. This report is for monitor 2 of 2.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-07074. The OEM performed a device history record review and no abnormality was found. The OEM completed the investigation and determined that there was no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined the most likely cause of the reportable malfunction (delay of display at power up) is from the following: the event was caused by malfunction in the video signals processing board. The malfunction in such board is determined to have been caused by normal age deterioration in light of the fact that 10 years and 6 months have passed since the subject device was delivered. Olympus will continue to monitor complaints for this device.